Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ chronic pain') in an adult female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included grand multiparity and bacterial vaginosis. Concomitant products included nsaids since december 2011 and paracetamol (acetaminophen) since december 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems - depression"), anxiety ("mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, psychological trauma, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012, (B)(6) 2011 patient received treatment for events pelvic pain, abdominal pain,vaginal infection. If no removal planned, select reason(s) unable to afford surgery insertion details, specify-each side noted after the procedure. Discrepancy noted in essure confirmation test(s) conducted, specify-plaintiff does not undergo essure confirmation test. Insertion details: 4 coils on each side noted after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: reporter information updated, essure removal date added. Incident category updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left sided device is not well seen and precise location cannot be determined on the current study.'), embedded device ('crossing the myometrium near the endometrium, most consistent with an essure device') and pelvic pain ('physical pain/ pelvic pain/ chronic pain') in an adult female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included grand multiparity and bacterial vaginosis. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems - depression"), anxiety ("mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bacterial vaginosis ("bacterial vaginosis"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, abdominal pain, psychological trauma, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, fatigue, bacterial vaginosis, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, menorrhagia, nausea, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2011 patient received treatment for events ¿pelvic pain, abdominal pain, vaginal infection discrepancy noted in current follow up as essure was not removed. If no removal planned, select reason(s) unable to afford surgery insertion details, specify-each side noted after the procedure. Discrepancy noted in essure confirmation test(s) conducted, specify-plaintiff does not undergo essure confirmation test. Insertion details:- 4 coils on each side noted after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Imaging procedure - on (B)(6) 2016: findings: uterus: homogeneous and measures 7.5 x 5.0 x 6.6 cm. The endometrial stripe measures 10 mm. No focal endometrial lesions. Linear, tubular echogenic device is seen extending from the right adnexa1 region and crossing the myometrium near the endometrium, most consistent with an essure device. A left sided device is not well seen and precise location cannot be determined on the current study. Impression: unremarkable sonographic appearance of the uterus and ovaries. Status post essure placement. Left essure device is not well seen and precise location cannot be determined on the current study.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation, embedded device. Lot number: 886672, manufacturing date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left sided device is not well seen and precise location cannot be determined on the current study.'), embedded device ('crossing the myometrium near the endometrium, most consistent with an essure device') and pelvic pain ('physical pain/ pelvic pain/ chronic pain') in an adult female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included grand multiparity and bacterial vaginosis. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems - depression"), anxiety ("mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bacterial vaginosis ("bacterial vaginosis"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, abdominal pain, psychological trauma, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, fatigue, bacterial vaginosis, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, menorrhagia, nausea, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012, (B)(6) 2011 patient received treatment for events ¿pelvic pain, abdominal pain, vaginal infection discrepancy noted in current follow up as essure was not removed. If no removal planned, select reason(s) unable to afford surgery insertion details, specify-each side noted after the procedure. Discrepancy noted in essure confirmation test(s) conducted, specify-plaintiff does not undergo essure confirmation test. Insertion details:- 4 coils on each side noted after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Imaging procedure - on (B)(6) 2016: findings: uterus: homogeneous and measures 7.5 x 5.0 x 6.6 cm. The endometrial stripe measures 10 mm. No focal endometrial lesions. Linear, tubular echogenic device is seen extending from the right adnexa1 region and crossing the myometrium near the endometrium, most consistent with an essure device. A left sided device is not well seen and precise location cannot be determined on the current study. Impression: unremarkable sonographic appearance of the uterus and ovaries. Status post essure placement. Left essure device is not well seen and precise location cannot be determined on the current study. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-apr-2021: mr received. Events: "crossing the myometrium near the endometrium, most consistent with an essure device" and "left sided device is not well seen and precise location cannot be determined on the current study" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ chronic pain') in an adult female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included grand multiparity and bacterial vaginosis. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems - depression"), anxiety ("mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bacterial vaginosis ("bacterial vaginosis"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the abdominal pain, psychological trauma, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, fatigue, bacterial vaginosis, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2011 patient received treatment for events ¿pelvic pain, abdominal pain,vaginal infection if no removal planned, select reason(s) unable to afford surgery insertion details, specify-each side noted after the procedure. Discrepancy noted in essure confirmation test(s) conducted, specify-plaintiff does not undergo essure confirmation test. Insertion details:- 4 coils on each side noted after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- bacterial vaginosis, bladder / urinary, post removal complication-yes. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.